Manufacturer narrative:
(B)(4).

Event description:
It was reported during the implantation of the pacemaker, an error message was prompted for an atypical condition detected. No programming change could be made. The device was reinterrogated and two magnet reversion episodes were displayed. The pacemaker was functioning normally. There is no indication of a magnetic field present that would have caused this behavior. The patient condition is fine and will be followed normally.